Event description:
After probe was removed, continued to register 100% for 5- 10 minutes====================== manufacturer response for pulse oximeter, lncs======================attempting to identify issue